Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the cardiac resynchronization therapy defibrillator (crt-d) was not spiking (pacing) and bradycardia was observed on the monitor while the patient was in the hospital for an unknown reason. In addition, it was noted the right atrial (ra) lead had a failed lead position check approximately two years prior. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.